Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead was experiencing unspecified oversensing. The ra lead was capped and replaced with alternate ra lead on 17 may 2022. The patient's status was unknown.

Manufacturer narrative:
Correction: section b5 ¿ should have said "it was reported that the patient's right atrial (ra) lead was over-sensing noise" rather than "it was reported that the patient's right atrial (ra) lead was experiencing unspecified oversensing".

Event description:
It was reported that the patient's right atrial (ra) lead was over-sensing noise. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2022. The patient's status was unknown.